Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the synchron lx I 725 instrument for a single patient sample. An initial accu tni result was 2.55 ng/ml. The result was not reported out of the lab. The original sample was retested for accu tni and a result of 0.03 ng/ml was obtained. A fresh sample was collected from the patient and an accu tni result was 0.02 ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was out of specifications high in 2008. The customer recalibrated the instrument and then reran qc with acceptable results. A system check performed on the same day partially failed and passed upon repeat. The sample was collected in bd green top tube with gel separator. The specimen was a short draw. No hemolysis was noted. Samples are placed in a 5 ml nested cup on the primary tube. Specimens are centrifuged at 3,800 rpm for 3 minutes on a stat spin centrifuge. A field service engineer (fse) was dispatched to the customer's lab: per fse verbal conversation, a diagnostic testing was performed with acceptable results. The fse stated that this sample was poured off into a nested cup. It was discussed with the customer that pouring off the sample could lead to re-suspension of cellular debris on the gel layer causing problems with results. It was suggested that samples should be taken from the primary tube with a pipette in the future to assist in avoiding this type of event. The fse verified the instrument per established procedures. Pre-analytical sample handling may have contributed to this event. However, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.